Event description:
Per the clinic, the patient developed a staph infection at the implant site and a wound dehiscence. Subsequently, the patient was hospitalized (specific date and duration not reported) and was treated with IV antibiotics. During the admission, the patient underwent a wound cleaning procedure. However, the issue could not be resolved and the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.